Event description:
Removal of endosseous dental implant. Implant was placed on (B)(6) 2013, in site number 13 (type ii bone). Primary stability was achieved. Osseointegration was not achieved. Immediate extraction site was involved in the event. The clinician states that the implant started forming granulation tissue about six weeks after placement. The implant was removed on (B)(6) 2013. Another implant was successfully placed at the removal surgical procedure. Medical history: no significant findings.